Manufacturer narrative:
Concomitant medical devices: product ID: 3537, product type: programmer, patient. Product ID: neu_unknown _lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had not been able to urinate yet since the trial was implanted on (B)(6) 2015. The patient woke up with blood all over their bed and the patient thought the wires were coming out on (B)(6) 2015. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.